Event description:
Clinical study. It was reported that on 1199, the patient expired. Clinical assessment identified the patient's qualifying condition into the sutdy as silent ischemia and the patient was referred for cardiac catheterization and was randomized into the study. The target lesion was located in the proximal lad with 99% stenosis, a length of 12mm and a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of 3.5 x 16mm study stent with 0% residual stenosis. The patient was discharged one day later on protocol doses of aspirin and plavix. On day 1199 the patient died. This information was discovered by the patient locator service after the study site was unsuccessful in reaching the patient for the 4 year follow up visit. Of note, the patient had been contacted by telephone in may of 2005 for the 3 year follow up. The patient denied any recent hospitalizations and reported taking aspirin and plavix. The patient denied angina at that time. Per the investigator summary, no further information is available regarding this event. Death certificate is not available and cause of death is unk. In the opinion of the physician, there is an unk relationship of death to index procedure, study stent, and prior co-morbid conditions.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.